Manufacturer narrative:
H3: product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): three echelon-10 micro catheters were returned for analysis within a shipping box, within a sealed biohazard pouch and within their opened echelon-10 micro catheter inner pouches. Visual inspection/damage location details: (pli-10) upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be kinked at ~127.4cm, at ~108.2cm and at ~86.0cm from distal tip. The distal tip was noted to be pre-shaped; however, there does appear to be additional shaping. The distal tip was found to be damaged proximal to distal marker band. The damage appears to be consistent with tip shaping. In addition, the distal tip was found to be punctured proximal to distal marker band. No other anomalies were observed. (Pli-20) upon visual examination, no issues were found with the echelon-10 hub or with the catheter body or distal tip. The distal tip was noted to be pre-shaped; however, there does appear to be additional shaping. No other anomalies were observed. (Pli-30) upon visual examination, no issues were found with the echelon-10 hub or with the catheter body. The distal marker band was found to be flattened. The distal tip was noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): (pli-10) the echelon-10 total length was measured to be ~156.3cm. The echelon-10 useable length was measured to be ~148.2cm which is within specification. (Pli-20) the echelon-10 total length was measured to be ~155.9cm. The echelon-10 useable length was measured to be ~147.8cm which is within specification. (Pli-30) the echelon-10 total length was measured to be ~155.8cm. The echelon-10 useable length was measured to be ~148.0cm which is within specification. Conclusion: based on the reported information and the device analysis the customer¿s report was unable to be confirmed as there does appear to be additional shaping to distal tips. The distal tip for pli-10 was found to be damaged and appeared to be consistent with tip shaping. User error is the likely cause. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the operator established the access route and positioned the intermediate catheter, the micro -guidewire shaping was completed. An echelon 10 microcatheter was then unpacked. During shaping of the microcatheter, the operator felt that the 45° tip angle at the distal/tip end was not standard. After shaping, the operator advanced the echelon 10 along the mic ro-guidewire to the target position and proceeded with coil embolization. The aneurysm was located at the posterior communicating artery segment. The microcatheter was advanced through the c5 segment and further pushed forward in preparation for entering the aneurysm sac via the inflow zone. However, it was noted that the distal tip of the echelon 10 could not enter the aneurysm sac. Despite repeated adjustments of the angle, entry into the aneurysm was unsuccessful. The operator then replaced the microcatheter. The second echelon 10 exhibited the same issue as the first. A third echelon 10 was opened and attempted, but similarly could not be advanced into the aneurysm. The microcatheter was subsequently withdrawn and inspected outside the body, revealing that the distal tip was not a true 45° angle. Finally, a fourth echelon 10 was opened, and the procedure was successfully completed. The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for aneurysm embolization. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral artery with a 7.9mm diameter. Additional information received reported that the operator stated all three distal tips of the microcatheters had a 45-degree configuration that was different from the previously used 45-degree tip. There was no catheter damage, and the operator notes that the three microcatheters were different from the echelon 10, with non-standard pre-shaping.